Manufacturer narrative:
(B)(4). One (1) viper2 t20 driver shaft [product code: 2867-25-020, lot number: ag2098245] was returned to the complaints handling unit (chu) for evaluation. Visual examination of the driver revealed a fracture located on the distal tip. The second part of the tip was not provided with the part. It was also noted that the driver¿s distal tip was twisted, which could have potentially led to the tip fracturing. Therefore the worst case scenario was applied and trending was conducted on intraoperative tip breakage for the driver. Fracture analysis revealed that the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended around the cannulation. No material defects or other abnormalities were observed in this analysis. Inspection revealed that the driver shaft was within the hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Root cause for the driver tip breaking cannot be positively determined. However, fracture analysis suggests that the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended around the cannulation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, l4-l5 instrumentation using viper was done for a male patient with adjacent segmental disease more than 4 years after l3-l4 instrumentation. When the surgeon tried to insert the screw a bit deeper after insertion, the tip of the driver shaft was broken. The surgeon replaced the screw and completed the procedure with a 5-minute delay. The broken tip was removed from the patient's body. According to the surgeon, the patient's facet was thickened.